Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the incident product was not returned for evaluation. Applied medical received additional information regarding the incident; however, in the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. It is important to note the potential complications associated with the use of fios first entry are the same as those associated with the use of surgical trocars, insufflation needles, and laparoscopic surgery in general and include, but are not limited to: superficial lesions, injury to internal vessels, bleeding, and hematoma. Although the exact root cause of the incident could not be confirmed, based on the additional information received and the engineering evaluation performed, the likely root cause may be due to user error. Applied medical continuously seeks to improve the form, function, and ease of use of its products and will remain dedicated to performing additional product training at pig labs periodically and as needed at this hospital to mitigate this type of event from occurring in the future. Applied medical will continue to monitor its vigilance system for trends and take appropriate action as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received june 17, 2016 via e-mail from an applied medical sales representative after speaking with the head surgeon who reported: the trocar was pointed directly down in the midline/umbilicus and apparently the aorta was damaged at that time. The repair was successful and the patient survived. There were some complications prior to the operation with organ failure, but the patient is in good health now. Additional information received august 15, 2016 via e-mail from an applied medical clinical development team member: it was the head surgeon of the hospital who had the opinion that it was the user's error (trainee's error) and not the trocar.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic appendectomy - "aorta injury. Using our ctf73 optical trocar" "over-weight patient with acute appendicitis planned for laparoscopic appendectomy. First entry trocar injury to abdominal aorta. Emergency laparotomy with clamping of aorta and repair. Temporary renal insufficiency. ICU stay. Now fully recovered." "Here is the cer from tromsø. Done in cooperation with the head surgeon at the department. As I told you this is not caused by our trocar. It is caused by the surgeon performing the surgery almost one year ago. I have agreed with the surgeon to do training at the hospital as I told you in the last mail. We have a plan for helping not skilled surgeons to do a more safe procedure in the future. They have to standardize their choice of products in all cases, and I am going to try helping them that way by training and information." Patient status: see over "ICU stay. Now fully recovered."